Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/10/2020. A manufacturing record evaluation was performed for the finished device lot number: ph7868 / vcp345hcn31, and no non-conformances related to the reported complaint condition were identified. The following information was requested but unavailable: the patient demographic info: weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure. On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Please provide describe the ¿disinfection¿ provided to the patient. What was the appearance of the suture placed during the index procedure 4 days later when secondary suture was performed? Other relevant patient history / concomitant medications if applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure on what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Please provide describe the ¿disinfection¿ provided to the patient. What was the appearance of the suture placed during the index procedure 4 days later when secondary suture was performed? Other relevant patient history/concomitant medications. If applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent patient episiotomy on (B)(6) 2020 and suture was used. Four days after the procedure, the patient suffered from poor wound healing. Disinfection and secondary suture were performed. Dressing change were given to the patient. When the suture was removed, the incision healed. Additional information has been requested.